Event description:
A caller reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by changing supplies and resuming insulin.